Event description:
The pump was returned after explant due to eri. The return paper work did not suggest or question a malfunction. No patient symptoms and no patient injury was reported. The pump underwent routine analysis.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed low battery reset-undetermined cause. Pump interrogation upon receipt indicated that the device had been used to deliver morphine and bupivacaine.